Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -7.00/+0.5/103 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was reported as having low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: the lens was explanted on (B)(6) 2020. The lens was exchanged for a longer lens and the problem was resolved. H6 - patient code: 3191 - secondary surgical intervention, lens exchanged. Claim # (B)(4).